Manufacturer narrative:
(B)(4). Concomitant medical products: tibial articular surface provisional shim; p/n: 42527900302, l/n: 62976931; tibial articular surface provisional shim; p/n: 42527900702, l/n: 62825768. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00582, 0001822565 - 2020 - 00583.

Event description:
It was reported that during the cleaning process, the tibial articular surface provisional was noticed to be missing bearings. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Updated: a5, b4, b5, g4, g7. Additional: h1, h2, h3, h6, h9, h10. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. Tasp shim exhibits signs of repeated use and missing components, is missing one bearing. The missing components were not returned. The device history records were reviewed and no discrepancies were identified. Corrective action was initiated for ball bearing falling out of the tasp shim construct at high rate during cleaning. During the investigation, it was discovered that ultrasonic cleaning was not addressed as a potential user need. A field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.